Manufacturer narrative:
Addiitonal information: d9, g3, h2, h3, h6. One decapolar, inquiry steerable diagnostic catheter was received for evaluation. Bend in the catheter shaft was noted 2.7¿ proximal to the distal tip. No other visual anomalies were noted. The catheter deflected when actuating the steering mechanism; however, the catheter did not deflect in the correct shape according to specifications, due to bend in the shaft. No electrodes were noted to be displaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported displaced electrode remains unknown.

Event description:
During an atrial fibrillation procedure, pin 10 did not deflect as expected and appeared to have different spacing. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.